Event description:
It was reported that the hub of the foxcross cracked; fluid leaked and the balloon could not inflate. The target lesion was in the leg. Reportedly, there was no significant impact to the patient or a clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported crack in the hub, inflation issues, and leak were confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot revealed no other incidents. Based on the reviewed information, no product deficiency was identified.